Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer was able to reset the device and resume insulin delivery. There was no reported impact to the customer's blood glucose level.